Manufacturer narrative:
The case description states that the user's cable started to burn and damage the controller charging port while charging their controller. The physical controller and charging cable were returned for investigation. No serial number was observed on the charging cable, indicating that it is not a postfix cable. The charging adapter was not returned with the controller. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the charging port of the controller found the plastic around the charging port to be warped and damaged. Damage was also observed inside the charging port to the internal connector. Inspection of the usb-c end of the cable found the plastic to be melted with the metal connector piece broken off from the cable. Additionally, debris was found inside and around the charging port. A gold fiber was observed inside the charging port on the internal connector, and white and red fibers were observed outside the receptacle between the receptacle and pcb. No evidence of fluid ingress was observed. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. Due to the transient nature of small shorts that cause these events, which often result in the elimination of the evidence due to the heat generated, no further investigation is possible or necessary.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient when charging the omnipod 5 controller she noticed a burning smell, and found the charging cable had burned off at the controller connection port. The controller is currently functional, however cannot be charged. The customer reported the port is melted and appears warped. The device is expected to be returned for investigation. No patient injury or symptoms associated with this event.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.